Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0d. Customer complaint notes, stated the battery cover the top plastic is stripped out and is hard to re tighten. Pump received with stripped battery cap coin slot(p)., cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Pump passed the displacement test.